Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose of 16 mg/dl. The cause of death was hypoglycemia. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was below 10 mg/dl for over 10 hours at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller stated that the customer had a lot of brain damage caused by the disease and she might have double bolused. The caller declined to return the insulin pump for analysis.